Event description:
Had medtronic spinal cord stimulation placed. Device never worked. Attempted to jump start for 2 weeks w/o success lead in contained seal that ruptured. Continues to have pain. Unable to walk. Medtronic rep came to see pt in july. Refused to give toxicology reports.